Event description:
A ventilator was returned to the manufacturer for service due to a ¿damaged back case cracked¿. There was no pt harm or injury reported.

Manufacturer narrative:
The device was returned to the manufacturer with evidence of physical damage to the back case panel. The device failed to power on. The device¿s system board was replaced to address the issue.